Event description:
Ship medical personnel responded to a cardiac arrest. Reportedly the device indicated connect electrodes when the disposable defibrillation electrodes were attached to the pt. A back up device was made available and used to continue care to the pt. The pt was resuscitated. The reporter stated there were no adverse affects to the pt due to the availability of a back up.